Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutting off. Additionally, it was reported that the customer received a power source alert. The customer's blood glucose was 126 mg/dl. The customer continued to use the pump for insulin therapy.